Event description:
In 2009, the pt reported that about 4 days prior at 6:19pm, his blood glucose measured 63 mg/dl. He stated that he ate to elevate his readings he bolused 4.5 units of insulin. He stated that he normally boluses 4 units of insulin at that time of day and he bolused an extra 0.5 units for what he had eaten to elevate his readings. He then ate a snack and bolused 1 unit of insulin. At 11:00pm, he felt dizzy and he was unable to test his blood glucose. His wife gave him 2 candy bars, orange juice, a glucose shot, and 3 tubes of cake icing. She tested his blood glucose and it measured 31 mg/dl. She disconnected the infusion device and 20 minutes later his blood glucose measured 21 mg/dl. The pt began vomiting and his wife called for paramedics. Paramedics stayed at the pt's home until his blood glucose elevated to 200 mg/dl. The pt reported that a similar incident occurred 9 months to 1 year ago. He stated that he ate a snack at 10:00pm and his wife found him unconscious. She gave him powdered sugar and call paramedics. His blood glucose measured 19 mg/dl. He remained connected to the infusion device, and he was taken to the hospital. He was released after 6 hours and his blood glucose measured over 400 mg/dl. He bolused through the infusion device to lower his blood glucose when he returned home. Troubleshooting did not reveal any product issues. Product was replaced and requested to be returned for evaluation.